Event description:
Eye care practitioner (ecp) reports pt had deep corneal abrasion in od down 3 - 5 mm to bowman's layer. Pt used trial lens and worked great. One month later put new pair in had corneal edema in both eyes, after that cleared came in a few days later after using a new pair and had the abrasion in the od. Pt wears same lenses ou. Pt was using a solution for cleaning per dr's instructions. The ecp did confirm that the abrasion did go all the way down to bowman's layer, the cornea did re-epithelialize within one day. The pt was given tobradex for a short time and fully recovered within a few days. They have changed the pt cleaning solution and they have put the pt back in to her old lens. There has been no change in best corrective visual acuity and there is no scaring. This is being filed as deep corneal abrasion involving bowman's layer.

Manufacturer narrative:
This is being filed as deep corneal abrasion involving bowman's layer. Should further info be provided that would change this conclusion , an update to this report will be provided within one month of receipt of the add'l info.